Event description:
When infusion was completed, nurse attempted to remove needle from port-a-cath, using normal techniques. The nurse was unable to get the needle to "click", thereby activating the safety feature.please note: this is the second such failure on this device within the past few months. The nurse using this device is not the same nurse as had previous problem. This nurse has significant experience with this type of device.